Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right atrial lead was found to be fractured. It was noted that the lead also had a history of high impedance. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition post procedure.